Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. A stuck 3-way valve was found. Thus the output temperature of the unit could not be longer regulated. The technician cleaned and oiled the 3-way-valve, performed functionality tests and started a test run of the device. All tests were performed successfully. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
Unit does not move to tank position. Failure occurred during surgery, unit was exchanged immediately with a backup unit. There were no delay in surgery and no negative consequences for the patient. (B)(4).